Event description:
A nurse called to report a third fms kit that balloon would not deflate. The reporter stated that in order to discontinue use, the irrigation port was cut and the balloon deflated and was able to be removed. The nurse was told about the incident by staff last week and does not have the exact date the incident occurred.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The reporter stated she will send the product back in a biohazard box if it occurs again. The lot number was not provided. A return sample for the evaluation is not expected. Therefore, we are unable to determine the specific third party manufacturing site. Both potential third party manufacturing site numbers are listed below. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on december 11, 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.